Event description:
Information was received indicating that a smiths medical cadd-prizm® vip system alarmed wrong cassette. There were no reported adverse effects.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be missing the battery door and air detector cover. A wrong cassette alarm messages after cassette latched was observed in the event history log of the pump. A cassette was attached and the pump displayed " wrong cassette" alarm message. This confirms the customer complaint. Customer induced fluid ingression was noted to have been the cause of the reported incident, as a result of improper cleaning of the pump.